Event description:
On 8/24, this 52-yr-old female was admitted for surgical removal of bilateral silicone-filled ruptured breast implants and insertion of bilateral saline-filled breast implants. The pt was discharged home in stable condition on 8/25.